Manufacturer narrative:
Health effect - impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "small amount of liquid around the implants."

Event description:
Patient reported right side capsular contracture baker grade iii, "secretion, benign nodule, nipple pain and tenderness. The patient denies that any treatment has been performed". Patient also reported right side "small amount of liquid around the implants", found on MRI. The device remains implanted.